Event description:
The company received a report where it was claimed that the device did not provide an audio tone. No patient involvement.

Manufacturer narrative:
The customer has isolated the report of no audio to a family speaker however, the device is expected to be returned for investigation. If new information is identified during the investigation, a supplemental report will be provided.